Manufacturer narrative:
(B)(4). Batch # p58g1w. Reloads - ecr45g (lot # p4t20x, p4t24d). The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch and lot.

Event description:
Could not fire&could not return blade. During the endoscopic lung cancer surgery, could not fire with ecr45g. After fired with ecr45g, could not return the blade. Used another new device to cut the tissue and take out out the device. As the cutting-off tissue is not key part, there were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # p58g1w. Device evaluation: the analysis found that one ec45a device was returned with no apparent damage and with one ecr45g cartridge loaded in the device. The cartridge reload was received fully fired. In addition another ecr45g cartridge was received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It should be noted that in order to open a device that has been partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. Event could not be confirmed as the device closed and opened without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Performed by d. Ramos